Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the event was due to the patient failing to charge the rc implants. The rep stayed with the patient and charged both implants. The patient and caregiver were re-trained on proper recharging techniques, and the reported event had been resolved.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders and deep brain stimulation (dbs) therapy indications. It was reported that since the battery change, the healthcare provider advised the patient to keep the ins off because it had been causing problems with her walking (even before they changed it out), it is unknown if they charged it, but unlikely. The caller is trying to turn the devices off for an unrelated surgery. Caller will charge the left side, and check the right side to see if they are able to charge. Caller called back and stated the rc on the right side was depleted but they were able to start charging normally and now left side of body that patient primarily needs therapy for is better. Caller stated the rc implanted on the left side is overdischarged since patent doesn't use that ins and it is unknown how long it has been overdischarged. Walked caller through a power reset mode but before 60 minutes could start, a por appeared. Caller was able to bypass por to see normal charging screen with 6 boxes filled and the first quartile charging. They were told to clear por when ins is at 25% and then continue charging ins to full and keep it charged. No further complications were reported or anticipated with this event.